Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient was implanted for essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient used the patient programmer to turn on their device, and when they did that, it caused facial pulling on the contralateral side. They were unsure how the ins was turned off in the first place, since it was turned on the day before their procedure. The patient was "messing with the remote", and may have turned it off without remembering. An impedance report was generated after interrogating the ins. They turned the ins on and steadily increased the amplitude to a tolerable level, which was significantly lower than their previously programmed amplitude. The issue was resolved at the time of the report. Additionally, at a later date, it was noted the patient was doing well and the left hand tremor was arrested. The patient's appointment with their neurologist was moved up from october 4th to october 1st for programming on their second side dbs. No further complications were reported as a result of this event.